Manufacturer narrative:
It was reported that the stem that was inside the box labeled sn (B)(4) was for sn (B)(4). This error was discovered intraoperatively and as a result a zimmer off-the-shelf stem was used to complete the implant. A field correction was initiated for serial number (B)(4) and (B)(4). Sn (B)(4) was sent back to conformis prior to the scheduled surgery date.

Event description:
It was reported that the stem that was inside the box labeled sn (B)(4) was for sn (B)(4). This error was discovered intraoperatively and as a result a zimmer off-the-shelf stem was used to complete the implant.